Event description:
During review of the programming history available to the manufacturer, it was noted that a partial programming event occurred on (B)(6) 2010. A final interrogation was performed however the patient's settings were not corrected until the next office visit on (B)(6) 2010. No adverse events have been reported as a result of the uncorrected change in settings.

Manufacturer narrative:
Analysis of programming history.